Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced granuloma at the lead site. Patient started antibiotics and creams, however, the condition did not improve. As such, surgical intervention took lace wherein the entire system was explanted to address the issue. The devices were sent to pathology to for examine for suspected infection.

Manufacturer narrative:
Date of event is estimated. E1- facility name: (B)(6).

Event description:
Additional information received indicates that an infection was not confirmed. As such, no treatment were done for infection. Reportedly, the reported issue has been resolved.

Manufacturer narrative:
Corrected data: h6 health effect - clinical code

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.